Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front two teeth are not straight. They were seen by a dentist as requested and was informed their teeth are pushed out and their bite is off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.